Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, following a successful intravascular ultrasound (ivus) run, the device could not be removed from the patient as the opticross 6hd catheter was tangled with the guidewire. The physician attempted to dislodge the devices from each other using forward pressure and turning on and off the ivus. The physician was unable to dislodge the catheter and the guidewire, so the entire system was removed together as one unit. A similar device was used to complete the procedure successfully. There were no patient complications.